Manufacturer narrative:
A ge service representative performed an on site investigation. The investigation identified the need to replace the backplane. Replaced the backplane and reloaded the software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system was locking up. There was no report of patient injury.